Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018 the patient indicated that the steps taken to resolve the aggravated incision site, leakage, and stuff coming out of the incision were to continue bandaging, keeping it as dry as possible, and washing with pre-surgery soap. Their issues were resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on (B)(6) 2018. The fall aggravated the incision site and the incision site was leaking and had ¿some stuff coming out.¿ it was confirmed that the fall was not caused by the device/therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.